Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent troch antegrade nail procedure on (B)(6) 2014. During the procedure while driving the nail into the femur, the tip of the connector bolt broke off in the nail causing the targeting arm to come loose. The nail was removed and a new nail was attached to targeting arm with second connector bolt to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The risks associated with the component in the event has been addressed and revised in eco-11621.